Event description:
This report summarizes 108 malfunction events in which the device had paint chips missing. 105 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 108 events were reported for this quarter. Product return status: 4 devices were received. 103 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information: 108 devices were not labeled for single-use. 108 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 109 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 106 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 109 malfunction events in which the device had paint chips missing. 107 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 108 events were previously reported during the reporting period; however, 1 previously reported event was included under MFR report # 3015967359-2022-00240 but should be included under this report. 109 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 106 devices were evaluated in the field. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 109 malfunction events in which the device had paint chips missing. 106 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.